Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit would not power off. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 24jan19. The customer ordered a power overlay switch to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.